Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided, therefore, the device history records could not be reviewed. Results: the information contained herein is based on the information provided by the initial reporter. The report did not provide any specific information concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (B)(4). I-flow has also prepared a technical bulletin entitled (B)(4). If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: arthroscopic shoulder surgery. Cathplace: shoulder. Patient allegedly suffered cartilage damage as a result of the use of a pain pump in his shoulder after surgery on or about (B)(6) 2006.